Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 340 mg/dl and a correction bolus was delivered to address the bg level. The cause of the high bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.